Event description:
It was reported the patient is deceased and died suddenly at home approximately two weeks post implant. Additional information obtained noted that no autopsy was performed, there was no post mortem device interrogation and the physician did not clarify the cause of death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information did not reveal cause of death. No additional information is available. (B)(4).